Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. Te reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors, bone quality, as patient was a smoker, and/or post-operative complications. Patient oral anatomy is to be closely assessed prior to procedure as described in this product's instructions of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use.

Event description:
Implant failed before prosthetic restoration. Stability was achieved and it was unknown if osseointegration was achieved. The fixture mount did not unscrew. Bone quality was poor as type iii.